Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and an absorbable hemostat was used. The gyn team have been experiencing a string of infections and are trying to understand commonalities amongst them. Surgeon said that the absorbable hemostat was used on the cases and is trying see if this could be causing infections. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Component code: g07002 - device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. What is the total number of infections? 2. Have any of these cases been previously reported to ethicon? If so, please provide the reference(s) for each individual patient event provide the following information: 3. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 4. What are the name and date of index surgical procedure? 5. What were the diagnosis and indication for the index surgical procedure? 6. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 7. Was there any intraoperative concurrent use of other products? 8. What is the lot number? 9. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 10. Where was the surgicel used (on what tissue)? 11. How much surgicel was used during the procedure? 12. Was the surgicel product left in place? Was the excess irrigated and removed? 13. What were current symptoms following the index surgical procedure? Onset date? 14. Were cultures performed? If yes, what were the results? 15. Has any surgical or medical intervention been performed? 16. What is physician¿s opinion as to the cause of this event? 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? 18. What is the patient¿s current status? 19. If applicable, will product be returned, return date, tracking information? 20. What is the users experience w/ surgicel powder and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: 1. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? All providers are educated and use only to treat for oozy bleeding. 2. Where was the surgicel used (on what tissue)? Surgicel powder was applied to vaginal cuff post hysterectomy. 3. How much surgicel was used during the procedure? Information was not provided ¿ clinician mentioned to me that surgeons will use excessive amounts sometimes though ¿ set up hema call with surgeon to discuss clinically with her about the need to use only as little as possible to achieve hemostasis and to remove excess. 4. Was the surgicel product left in place? Was the excess irrigated and removed? Surgeon did not specify but said that providers sometimes leave in place even though they know and are educated to remove excess ¿ after hema call, they are removing excess product. 5. What is physician¿s opinion as to the cause of this event? Opinion was not vocally expressed or communicated that she felt the infections could be attributable or traced back to surgicel, but she seemed suspicious because it was a commonality amongst them - they are trying to explore all possibilities to cut down on infections. 6. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection? No. 7. If applicable, will product be returned, return date, tracking information? No. 8. What is the users experience w/ surgicel powder and other hemostatic agents? Users, surgical team, residents, ect are highly experienced and highly educated on surgicel powder and all of our adjunctive hemostatic agent portfolio. The following information was requested, but unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? Information not provided. 2. What are the name and date of index surgical procedure? Information not provided. 3. What were the diagnosis and indications for the index surgical procedure? Information not provided. 4. Please provide any relevant patient history: patient pre-existing medical conditions. (I.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Information not provided. 5. Was there any intraoperative concurrent use of other products? Information not provided. 6. What is the lot number? Information not provided. 7. What were the current symptoms following the index surgical procedure? Onset date? Information not provided. 8. Were cultures performed? If yes, what were the results? Information not provided. 9. Has any surgical or medical intervention been performed? Information not provided. 10. What is the patient¿s current status? Information not provided. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Several rounds of education have been provided to the surgical teams and set up a hema call for the primary surgeon spearheading the efforts to get the infection numbers under control. From talking to the surgeon providers they are more strictly adhering to the policy of apply only as little as needed and irrigating after hemostasis is achieved. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: the surgeon this week said that there were 5 cases in total for patients that had received surgicel powder and then later developed infections. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.